Manufacturer narrative:
Date of event: only event year is known. Common device name: additional device product codes: ktt. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a total hip following cutout of the trochanteric fixation nail advanced (tfna) fenestrated helical blade into the joint. Originally, the patient had an open reduction internal fixation (orif) on left hip on (B)(6) 2020. The trochanteric fixation nail advanced (tfna) long nail, distal locking screws and helical blade were removed easily. None of the hardware was broken. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: titanium cannulated trochanteric fixation nail advanced (part number 04.037.259s, lot unknown, quantity 1), 5.0 distal locking screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) tfna fenestrated helical blade 95mm ¿ sterile. This is report 1 of 1 for (B)(4).